Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surround lots. A visual examination of the retention samples confirmed there were no visual defects. In addition, leakage testing confirmed that all samples met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band that would not hold air. The following information was provided by the user facility: no patient injury or medical intervention required; it was reported that the patient is fine; and the procedure was successful. The user facility reported a similar complaint related to another device from the same product code/lot number combination; see MDR 1118880-2016-00220.